Event description:
During left ventricular (lv) lead implant, the guidewire was unable to be inserted into the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the stylet that could not be inserted was confirmed. As received, a complete lead was returned in one piece. The stylet was inserted through the proximal end of the lead and was restricted at the s-curve region due to a kinked inner coil. The cause of the reported event was isolated to procedural damage.

Event description:
Additional information was received indicating that a stylet was unable to be inserted into the left ventricular lead.